Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited oversensing anomaly. The leads were capped and replaced. Reference report#: mw5179217. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).